Event description:
A malfunction was reported with a customer's pump, identified by a specific error code, but the customer had not experienced notable events before the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in performing a reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.